Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "patient with normal activity came to see a doctor with both knees pain." After diagnostic, the doctor found out that:- left knee : primary tka ((B)(6) 2014) - both tibia and femur loosening. Revision by e.motion revision ((B)(6) 2018). All med watch submissions related to this report are: 9610612-2018-00367. Component in use listed as concomitant devices are: vega ps tibial plateau cemented t0 / nx049k, vega ps gliding surface t0/0+ 12 mm / nx101.

Manufacturer narrative:
Concomitant devices: associated medwatches: (same patient), 9610612-2018-00365 (this report), 9610612-2018-00366, 9610612-2018-00367. Manufacturing evaluation: no product at hand. Therefore a failure description and investigation are not available. The available x-ray figures gave no hints for the root cause of the failure. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause - based on the information available it is not possible to determine a possible root cause for the failure. We assume that the failure is not product related. Rationale - due to the lack of information and the circumstance that we did not receive any devices, it is not possible to determine a conclusion. According to the quality standard and DHR files, there was no production error. There are no more registered incidents with products from these batches. It could be possible that there were problems with the bone cement technique. There is a product safety case (psc) open; any action regarding a CAPA will be addressed within.

Event description:
Right knee: primary tka ((B)(6) 2014) - tibia loosening - revision tibia only and apply stem tibia ((B)(6) 2015).